Manufacturer narrative:
E.1: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd smartsite posiflush syringe was clogged. The following was reported by the initial reporter with the verbatim: crew utilised a cannulation pack (smart site connector used from that pack lot number of pack and individual connector. Connected to connector and unable to flush. Removed posi flush syringe, discarded 1ml out of posi flush so not a syringe issue. Reconnected to the connector and unable to flush. Removed connector and replaced with new connector (loose from kit) and cannula worked fine.

Manufacturer narrative:
Investigation summary: a 2000e-04 product was not available for investigation; however, the customer indicated the complaint sample is from lot 22075400. The feedback provided by then customer suggests a complete occlusion was detected during use of the smartsite device in connection with a bd posiflush prefilled saline syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22075400 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that bd smartsite posi flush syringe was clogged. The following was reported by the initial reporter with the verbatim: crew utilised a cannulation pack (smart site connector used from that pack lot number of pack and individual connector. Connected to connector and unable to flush. Removed posi flush syringe, discarded 1ml out of posi flush so not a syringe issue. Reconnected to the connector and unable to flush. Removed connector and replaced with new connector (loose from kit) and cannula worked fine.